Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, including an overnight period with glucose levels above 180 mg/dl for several hours and a peak of 265 mg/dl, and expressed dissatisfaction that the pump¿s adaptive algorithm was not meeting her needs compared to her prior medtronic pump; device data also showed multiple insulin paused events, and additional training was arranged. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond education, and no hospitalization. Investigation included review of device-reported data and provision of troubleshooting and user education with referral for supplemental clinical training. Investigation of this case revealed no device alarms or malfunctions reported and identified multiple insulin paused events temporally associated with the hyperglycemic period, with the overall cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.